Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump black box did not reveal any unusual power interruption. All the pump reboots were associated with cs alarms. The battery compartment was found to be cracked on the side and below the dinger pad. The returned battery cap¿s threads were found to be stripped and the cap was unable to fit to the battery compartment. The ¿power¿ complaint was able to be duplicated. A test cap was used during the investigation. The ez-prime steps were performed correctly. No further reboots occurring during the 24 hour duration test. The pump¿s cover was removed and there was no intermittent condition found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.